Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. Additional information was received from the field representative mentioning the device was reprogrammed to sense and pace unipolar in rv lead. Rv sensitivity changed to fixed. The isometrics were positive in bipolar and normal in unipolar and the ring was found to be fractured. The lv lead was fine according to the field representative. Both rv and lv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. Additional information was received from the field representative mentioning the device was reprogrammed to sense and pace unipolar in rv lead. Rv sensitivity changed to fixed. The isometrics were positive in bipolar and normal in unipolar and the ring was found to be fractured. The lv lead was fine according to the field representative. Both rv and lv leads remain in service. Additional information was received mentioning that the rv lead triggered another alert for out-of-range pacing impedances and the fracture that was observed in june appears to have propagated and is now affecting the inner conductor. A morphology change was observed on the presenting likely due to rv loss of capture. The lv lead is providing pacing support for now. Also, noise had been observed in the rv lead channel. It was recommended to explant the rv lead at this time. Additional information has been received mentioning that the rv and lv lead have been explanted at a surgical intervention. During the surgical procedure the patient experienced a pneumothorax with blood loss. The patient required oxygen. No information on device return has been received. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. No adverse patient effects were reported.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. Additional information was received from the field representative mentioning the device was reprogrammed to sense and pace unipolar in rv lead. Rv sensitivity changed to fixed. The isometrics were positive in bipolar and normal in unipolar and the ring was found to be fractured. The lv lead was fine according to the field representative. Both rv and lv leads remain in service. Additional information was received mentioning that the rv lead triggered another alert for out-of-range pacing impedances and the fracture that was observed in june appears to have propagated and is now affecting the inner conductor. A morphology change was observed on the presenting likely due to rv loss of capture. The lv lead is providing pacing support for now. Also, noise had been observed in the rv lead channel. It was recommended to explant the rv lead at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the outer conductor coil had a break at approx. 340 mm from the terminal end. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that fracture characteristics are consistent with clavicle/first rib damage. Coils are deformed, and insulation is out of round. The identified break contributed to the reported clinical observations. Inner coils fractures appear to be induced damage during explant, from pulling on lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system with these right ventricular (rv) and left ventricular (lv) leads triggered an automatic safety switch from bipolar to unipolar due to out-of-range pacing impedance measurements. It was recommended to bring patient to evaluate and complete pocket manipulations for lead integrity. The rv and lv leads remain in service. Additional information was received from the field representative mentioning the device was reprogrammed to sense and pace unipolar in rv lead. Rv sensitivity changed to fixed. The isometrics were positive in bipolar and normal in unipolar and the ring was found to be fractured. The lv lead was fine according to the field representative. Both rv and lv leads remain in service. Additional information was received mentioning that the rv lead triggered another alert for out-of-range pacing impedances and the fracture that was observed in june appears to have propagated and is now affecting the inner conductor. A morphology change was observed on the presenting likely due to rv loss of capture. The lv lead is providing pacing support for now. Also, noise had been observed in the rv lead channel. It was recommended to explant the rv lead at this time. Additional information has been received mentioning that the rv and lv lead have been explanted at a surgical intervention. During the surgical procedure the patient experienced a pneumothorax with blood loss. The patient required oxygen. At this time the rv lead has been received for analysis. No additional adverse patient effects were reported.